Event description:
It was reported that the versacare bed was not communicating with navicare. The bed was located at the account.  There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hillrom technician found the software needed to be updated. The versacare bed system is intended to provide a patient support suited to be used in healthcare environments. The bed may be used in such settings as acute care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The bed's head end side rail is equipped with a control pod that allows the caregiver to set the bed¿s exit alarm, zero the bed¿s scale, weigh the patient and manipulate other features of the bed. The bed's IFU warns the bed exit alarm system is not intended as a substitute for good nursing practices. The bed exit alarm system must be used in conjunction with a sound risk assessment and protocol. The navicare nurse call (nnc) system is comprehensive communication and information system that places patient calls, staff calls, and emergency calls. Alert notification calls are visual and/or audible event alert notifications routed to designated communication devices (nurse console, dome light located outside patient room, mobile phone, etc). The system facilitates communication within a nursing unit. Caregivers have the ability to quickly locate and communicate with a fellow staff member, and patients can easily communicate with caregivers, the nursing station, or directly to their primary caregiver. The primary means to notify caregivers is local annunciation. Annunciation using nnc or patient safety is a secondary means of communication. The nnc instructions for use state periodic checks and training should be performed to ensure that all components are working properly. Hill-rom recommends that staff members ensure all call devices and other components are operational upon admitting a patient to a room. Additionally, the hospital should perform periodic testing and maintenance of the nnc, especially code blue and emergency calls, to ensure the system is working properly, including any centralized call systems such as the central call display or code call annunciator panel. Navicare patient safety(nps) application is an optional feature of nnc intended to collect medical device data, including therapy surface and patient parameters, to document activities and to alert caregivers and other personnel based on caregiver specified criteria and system events. Nps provides the ability to monitor bed data and events and establish protocols for patients such as falls risk or pulmonary risk. Alerts for the protocol violations (such as bed exit alarm not on) will be sent to caregivers via status board and wireless devices and optionally to navicare nurse call. The nps IFU instructs that the application is indicated for use with specifically enabled hill-rom beds and medical devices that have been verified and validated with navicare patient safety only. The application, including but not limited to the default safety protocols, is not intended to provide patient treatment or safety decisions or serve as a substitute for professional healthcare judgment. When the versacare bed is used in conjunction with navicare nurse call the bed¿s exit alert notification, in addition to alerting at the bedside, is routed to designated communication devices (nurse console, patient station, dome light, mobile phone, etc.) And provides a visual and/or audible event alert notification at the designated device. When the versacare bed is used with nnc and the nps feature, if the patient bed exit status protocol were to be in violation or needed attention, a visual/audible alert notification would be generated and routed to designated communication devices. The nnc IFU warns the nurse call system is designed to be used only as a secondary alarm system for bed exit alarms. It should never be used as the primary bed exit alarm system. The bed exit system will audibly alarm at the bedside in the event of a bed exit condition on the bed. An inspection of the versacare bed by a hillrom technician found that the bed was not equipped with the appropriate software to allow the bed to function properly with the nps application. It is noted that the bed was provided to the customer without the required software to enable the use of the bed with the nps feature. The inspection of the bed and nnc, independent of nps, noted that all functions worked properly. As no serial number was provided for this bed, a search of the hillrom maintenance records for any hillrom performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. The technician updated the software to resolve the issue. Based on this information, no further action is required.